Event description:
The pump was infusing blood pressure medication and reportedly screamed loudly for approx 1-2 seconds and shut down. The pt's bp dropped into the 80's and it took 5-6 mins to retrieve a new pump and restart the infusion. Approx one hour later the pt's bp returned to pre event status. No pt injury or medical intervention occurred.